Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 2 infusion sets adhesive on(B)(6)2024 and on (B)(6)2024.the set came off during use. The infusion set was in use for 2 days. No further information available

Manufacturer narrative:
Initial and final MDR 1899292 - MDR 3003442380-2024-10789- device 2 of 2 patient country: (B)(6)

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr). The identified malfunction adhesive patch lifts or detaches during use, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: (B)(4). Conclusion summary due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and (B)(4): medical devices-quality management systems.

Event description:
To date no additional patient or event details have been received.